Event description:
It was reported that the surgeon described the patient presenting with painful knee and warm to touch. Surgeon explained event as a spontaneous infection, no known cause. Patient was brought to the operating room on (B)(6) 2013, irrigated, debrided, and 2nd poly insert exchanged. Plan is to remove the knee on (B)(6), stage 1 revision. Surgeon noticed cold flow on insert and asked that it be evaluated.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the surgeon described the patient presenting with painful knee and warm to touch. Surgeon explained event as a spontaneous infection, no known cause. Patient was brought to the o.r. In (B)(6) 2013, irrigated, debrided, and 2nd poly insert exchanged. Plan is to remove the knee on (B)(6), stage 1 revision. Surgeon noticed cold flow on insert and asked that it be evaluated.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. The exact cause of the event could not be determined because further information such as patient history and follow-up notes are needed to complete the investigation for determining the root cause. The reported event regarding a triathlon insert infection was not confirmed.